Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with a cracked case at the battery tube threads and minor scratches on the display window.

Event description:
It was reported that customer is experiencing low blood glucose levels. Customer's blood glucose reading was 32 mg/dl. Customer reported damage to the drive support cap. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.